Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received more medication than intended. On an unspecified date and time, the device was programmed for kabiven/npt with a 1500ml vtbi (volume to be infused), a 1hr 30min taper up, a 1hr 30min taper down, for a duration of 13 hours. No further programming parameters were provided. On an unspecified date at 0500, the customer contact reported the delivery stopped and an error code 09/001 (backward motor movement) service alarm occurred. At that time, it was reported the delivery completed 40 minutes sooner than programmed. It was unspecified the volume remaining in the container or the volume expected to be remaining. The device was removed from clinical use. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.